Manufacturer narrative:
Neuronetics technical support has visited the practice to investigate allegations of treaters being "shocked." Neuronetics has confirmed that electrostatic shock (esd) is occurring all around the building and not just in the treatment room with the neurostar equipment. This is likely a result of low humidity levels within the building. Technical service has confirmed the neurostar device was working properly at the practice, but replaced the computer monitor and coil out of an abundance of caution. The issue continued so the company sent ionizing fans, grounding wrists bands, and humidity sensors. The humidity sensors confirmed the humidity levels go as low as 11% and average near 20%. These levels are below industry standards and likely contributes to the electrostatic build up and discharge throughout the building. Laboratory testing of the returned monitor and coil has not reproduced the issue or confirmed any defect.

Event description:
Neuronetics received a report from a practice that stated a tms treater received an electrostatic discharge (esd) shock from the computer display (note: there was no patient being treated at the time). The treater indicated a tingling sensation and numbness in her arm. She went to urgent care for treatment. The treater has not returned to the practice for work since the event and is on medical leave. The practice is unable to release any personal information about the employee (treater) or subsequent treatment for the alleged injury.